Manufacturer narrative:
(B)(6). On (B)(6) 2016 this product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the power button doesn't work. The key failure is the power switch has no alarm.